Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer reports particulate, possible plastic material, along plunger.

Manufacturer narrative:
A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The actual sample(s) involved in the complaint event was received for evaluation. The manufacturing site received two unpackaged samples with this customer report. A complete investigation was performed. Visual inspection to the quality inspection standard was conducted. A small white particulate was identified inside the syringe barrel on the side of the rubber tip below the first ring. A small crack was identified on the thumb rest of the plunger rod on the second syringe sample. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. During the injection molding process, the syringe barrel became stuck on the pin, causing it to go through a second cycle of the molding process. The heat from the second cycle caused the gate to expand and the plastic breaks down, generating plastic particulate inside the syringe barrel. In compliance with corporate and local procedures, safeguards are utilized and maintained to prevent rodent or insect pests from entering the manufacturing areas and coming into contact with the product. The control mechanisms are located in and around the plant and are inspected on a periodic basis to verify continuing efficacy. Every precaution is taken when manufacturing this product to prevent contamination by foreign materials. During manufacturing, syringes are assembled using automated equipment, with a minimal amount of handling during processing. The machines, molds, syntrons, hoppers and trays are wiped down regularly. Totes are lined with plastic bags to prevent contamination. Per medtronic procedure, complaint trends will be evaluated during the monthly CAPA meeting to determine if a CAPA is warranted. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.